Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as red, itchy, and peeling but not dry. The patient's doctor recommended that she change her garments every day. During a follow-up, the patient indicated that the irritation had improved.